Manufacturer narrative:
(B)(4). Insulin pump had cracked case battery side. Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. No failed battery test noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had fail battery alarm. The customer¿s blood glucose level was 5.4 mmol/l. The customer also stated that insulin pump had damaged at battery compartment. Customer was assisted with troubleshooting. Customer stated that after inserting new battery they received message that battery not supported. The insulin pump will be returned for analysis.